Manufacturer narrative:
B3: approximated based on the patient's report.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) replacement procedure due to the device entering end of life mode. The patient is at baseline postoperatively, and no additional adverse effects were reported. The explanted device will not be returned for analysis, as it was disposed of by the facility. No further information has been obtained despite good faith efforts.